Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of approx. 109 months, oversensing without shocks was reported. A possible insulation breach was assumed. It was decided by the physician to replace the lead. It was capped and left in-situ. No adverse patient side effects have been reported.